Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3, g2. Additional information added to fields h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that error e222 intermittent occurred due to communication failure caused by cable failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k camera head had a camera and light cord malfunction. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: error e222, (camera head communication error). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation error e222, (camera head communication error) was found intermittent due to faulty cable. Additional findings were as follows: a damaged cable insulation discoloration on cable and the charge-coupled device and a faded label on rear cover not affecting functionality. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.